Event description:
During use of the 0.14 stabilizer wire with an outback cto device it was originally reported that the wire could not be removed and got stuck in the catheter. The catheter and wire had to be removed together. The physician took a new wire and new catheter to finish the procedure successfully. There were no damages or anomalies noticed during preparation. The physician and staff are experienced in the use of these products. The product was returned for evaluation and preliminary analysis states that the guidewire was received within outback and the needle of the outback was slightly protruding. There was no reported patient injury. No further information is available. The product analysis has been completed for the stabilizer wire and the analysis states that ¿the guidewire presented a fracture at the distal end.¿ analysis results show that the distal tip surface presented evidence of elongation at the surroundings of the separation. As per the affiliate, there was njo info that the tip of the wire separated in the patient. The customer also did not mention that he attempted to pull the wire out of the catheter outside the patient.

Manufacturer narrative:
During use of the 0.14 stabilizer wire with an outback cto device it was originally reported that the wire could not be removed and got stuck in the catheter. The catheter and wire had to be removed together. The physician took a new wire and new catheter to finish the procedure successfully. There were no damages or anomalies noticed during preparation. The physician and staff are experienced in the use of these products. The product was returned for evaluation and preliminary analysis states that the guidewire was received within outback and the needle of the outback was slightly protruding. There was no reported patient injury. No further information is available. One non-sterile sgw .014 stabilizer 300cm was received coiled into a plastic bag with an outback catheter. The guidewire presented a kinked condition at 120 and 180cm from the proximal end and a fracture at the distal end. The guidewire was inspected under microscope and the damages were confirmed. Sem analysis results showed that the distal tip surface presented evidence of elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. Functional analysis was attempted, but could not be performed due to the kinks on the outback and the damages of the guidewire. The DHR review could not be performed due to the lot number not being available. The failure cannula needle retraction difficulty-partial was confirmed. Deployment test could not be performed due to a kink noted in the cannula and causing inability to deploy the cannula. The failure cannula wire port guide wire lumen resistance friction was confirmed since there were kinks in the body shaft and distal tip causing inability to cross the guide wire lumen. The exact cause of the kinks found during analysis could not be determined. The reported failure of guidewire-resistance/friction was confirmed. Procedural/handling factors appear to have impacted the failure experienced by the customer due to the kinks found on the devices. Procedural/handling factors appear to have contributed to the guidewire fracture and kinks. The sem results show that the distal tip surface presented evidence of elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/pulled until separation. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Controls are in place to detect kinks in the delivery shaft and distal tip end. Therefore, no corrective or preventive actions will be taken. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00550 and 1016427-2013-00128.